Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported she was hospitalized with diabetic ketoacidosis. Customer's symptoms included nausea and vomiting. Her blood glucose was between 500 and 600 mg/dl, before going to the hospital. The call was disconnected. The customer called back. She stated that emergency medical services were called on (B)(6) 2015 and her blood glucose was 598 mg/dl. She further experienced the symptom of xerostomia. Customer was treated with saline and an insulin drip. It was stated the customer bumped the insulin pump and the infusion set came off and she was not aware. When the customer was hospitalized on (B)(6) 2015, her blood glucose was over 600 mg/dl. She declined all troubleshooting. The customer was advised she would be sent replacement sets, per her request, and she will not be returning insulin pump for analysis.